Event description:
Arrived on scene to find a 51 year old male pt in cardiac arrest. Crew could not peel the backing off the pads. 2nd crew arrived on scene and hooked up their unit and found the pt to be in a non-treatable rhythm (asystole). Pt was pronounced on scene.